Event description:
It was reported during collection of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, gel air bubbles were observed in 2 samples and blood flowed directly to the bottom of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Therefore, 80 retention samples from bd inventory were visually inspected and one tube contained a gel air bubble. Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. If small bubbles are present in gel product when the product is sterilized, these bubbles become larger due to the heat. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on the retention sample testing. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.